Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 indicated that there were very small p wave inflection on atrial tachycardia events. A few undersensing as well was observed that appeared to be due to atrial blanking after ventricular pacing. The patient was in flutter. The physician was dr. (B)(6) at (B)(6) healthcare in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).